Event description:
It was reported that the patient had lead erosion/pus. It was noted that the patient has a history of multiple device replacements and pocket revisions due to device migration. The entire system was explanted and replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).